Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 32 events were reported for this quarter. Product return status 29 devices were received. 1 device was not available for evaluation. 2 device investigation types have not yet been determined. Additional information 32 devices were not labeled for single-use. 32 devices were not reprocessed or reused.

Event description:
This report summarizes 32 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 32 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 32 previously reported events are included in this follow-up record. Product return status: 30 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 32 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 32 events had no patient involvement; no patient impact.